Event description:
It was reported that the foley catheter balloon was not inflated, and after removal, water was injected by force, but it was difficult to inject water. There was no pretest. The event occurred after catheter insertion into the patient and the inflation funnel did not swell. User stated that the catheter was difficult to inflate as they were unable to push the plunger at all. There was no abnormality observed on the shaft of foley catheter and no problem was observed on the catheter during inflation. Usually, the balloon could be inflated within around five seconds.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a device history record review was not required. However, a device history record review was completed before unconfirming the event. No manufacturing discrepancies were found in the review that could have contributed to the reported issue. As the reported event was unconfirmed, a labeling review was not required. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not inflated, and after removal, water was injected by force, but it was difficult to inject water. There was no pretest. The event occurred after catheter insertion into the patient and the inflation funnel did not swell. User stated that the catheter was difficult to inflate as they were unable to push the plunger at all. There was no abnormality observed on the shaft of foley catheter and no problem was observed on the catheter during inflation. Usually, the balloon could be inflated within around five seconds.